Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a crack on his insulin pump. The customer also stated that he felt the insulin pump was over-delivering insulin. Advised customer that the insulin pump will be replaced. Customer has been experiencing unexpected low blood glucose. Customer declined to troubleshoot the low blood glucose event. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.